Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? What was used to complete the surgery? How many of the total quantity were actually involved for the reported issue? Note events reported in 2210968-2020-02777, and 2210968-2020-02778.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture (barb) was detached. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/09/2020. A manufacturing record evaluation was performed for the finished device pkh774, and no non-conformances were identified.